Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The adjustable pressure limiting valve was replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported an over delivery of sustained pressure during patient use. There was no report of patient injury.